Event description:
It was reported that this right ventricular (rv) lead had an alert due to had a gradual rise in shock impedance that was now out of range greater than 125 ohms. The patient had never had a shock delivered, and the lead remains in-service. No adverse patient effects were reported.